Manufacturer narrative:
G4: 28jul2020. B4: 29jul2020. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The se found the power cord and battery connection were loose on the ventilator. The se tighten the connections and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
It was reported that the ventilator would power on and go through software but then would restart. There was no patient involvement.